Event description:
It was reported that "patient called to report that he has been experiencing a snapping and popping sound. Pain, swelling and lack of range of motion and atrophy. Dr. Performed manipulation, and then surgery in january. Patient still has problems."

Manufacturer narrative:
Device not returned. No evaluation will be performed. Should device become available with additional info, a supplemental report will be issued.